Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by connection issue. A field service engineer reseated cables on the label printer and logged in as an administrator and eliminated all three instances of the label printer. Subsequently, the engineer reinstalled and configured the label printer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system insulin printers was not working and failed storage space. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.